Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature review states: a covidien argyle swan neck curl cath was inserted and dialysis was uncomplicated. At 23 weeks after dialysis was commenced the patient underwent a renal transplant. At 13 weeks post-transplant, the patient felt an unusual sensation after defecation. The patient was admitted to the hospital and a small perforation of the sigmoid colon sealed off by adherence of several small intestinal loops was discovered. The perforation was repaired laparoscopically after removal of the distal part of the catheter. No evidence of peritoneal contamination was seen. He was treated with IV fluids and antibiotics for 5 days.

Manufacturer narrative:
Because no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. One photo was provided from the literature review. Visual evaluation of this photo was performed. The picture shows a peritoneal dialysis catheter within an undefined part of the human body. The reported condition was not confirmed. The risk files were reviewed and an ishikawa diagram was used to try to determine the potential causes for this event. Based on the photo evaluation it was not possible determine a probable cause for the reported condition. No trends or triggers have been found, therefore, corrective and preventive actions are not required at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature review states: a covidien argyle swan neck curl cath was inserted and dialysis was uncomplicated. Twenty three weeks after dialysis was commenced the patient underwent a renal transplant. Thirteen weeks post-transplant, the patient felt an unusual sensation after defecation. The patient was admitted to the hospital and a small perforation of the sigmoid colon sealed off by adherence of several small intestinal loops was discovered. The perforation was repaired laparoscopically after removal of the distal part of the catheter. No evidence of peritoneal contamination was seen. He was treated with IV fluids and antibiotics for 5 days. The author stated the patient is well from an abdominal point of view and there were no issues with the catheter, it looked normal on removal.